Event description:
Additional information received noted that the post-paced t-wave oversensing was first found remotely via merlin.net by the clinic nurse. Programming changes were made. No issues with the patient's condition were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. No changes were made. No patient symptoms were reported.